Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was in the clinic for a routine device check. The boston scientific field representative reviewed a note in the patient's chart indicating that a post-implant chest x-ray had revealed a small apical pneumothorax. No intervention was needed, and no additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.